Manufacturer narrative:
The eval of this failure is based on info provided by the customer. The customer discarded the cable.

Event description:
The customer reported that the message "connect pads adapter cable" appeared on the defibrillator, although the cable was already plugged into the device.